Event description:
A locking plate implanted in 2006 for a monteggia type ulna shaft fracture broke post operatively at the fracture site with minimal displacement. Patient continues to radiographically progress. The patient is 80% healed with mild tenderness at the fracture site, good motion (7 degrees extension elbow).

Manufacturer narrative:
Additional information has been requested. Implant currently remains in patient. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. No investigation could be performed, no conclusion could be performed, no conclusion could be drawn as no device was returned.